Event description:
It was reported that the pump exhibited a post test fail. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was partially separated from the bottom case. Primary audible alarm post and auxiliary control unit (acu) watchdog failure found in pump event history log. During functional testing using the power up process the reported issue was unable to be duplicated. The acu watchdog is a sympathy alarm, was sympathizing the primary audible alarm post error. The root cause was unable to be determined. Replaced speaker for preventive. A corrective and preventative action has been opened to address the reported issue.